Event description:
A customer contacted beckman coulter (bc) in regards to erroneous low estradiol results generated by unicel dxi 800 access immunoanalyzer. The erroneous results were not reported out of the laboratory. The customer repeated the samples: on five (5) different estradiol reagent packs of the same lot on the same instrument and obtained similar low results. Using another new reagent pack of the same lot and obtained higher results. Patient treatment was not impacted by this event.

Manufacturer narrative:
The customer had failing qc on the five reagent packs in question; qc was >2sd out of range. Service was dispatched. No additional information is available.